Event description:
Pacemaker pocket was repositioned (during rv lead replacement) due to very superficial pacemaker position. Patient complained device was extremely irritating and causing a lot of itching and requested deeper placement under subcutaneous tissues. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.